Event description:
It was reported that the insulin pump alarmed no delivery during basal. Customer's blood glucose was 14.3mmol/l. Customer stated that she changed the infusion and it did not work. Customer requested for insulin pump replacement. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.